Manufacturer narrative:
Device evaluation: the suspect device will not be returned for evaluation. The lot number was not provided. A device history record and complaint database review could not be performed. A follow-up report will be submitted when the evaluation has been completed. Method: the lot number was not provided, unable to review the device history record and the complaint database. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.

Event description:
The customer reported they are getting air into the tubing kit. The customer also reported they are viewing micro bubbles on aspiration in the control syringe. No harm or injury was reported. The customer reported ten (10) defective devices but did not provide specific information or clinical details for each of the additional events. The lot number was not provided. The customer is not expected to return any devices for evaluation. Therefore, this single form FDA 3500a report will be submitted for this complaint.